Manufacturer narrative:
(B)(4).

Event description:
Head of mallet broke off during procedure resulting in stainless beads being thrown everywhere including wound. It was reported an intraoperative film confirmed no beads left in wound.